Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop became stuck to the polyp. The snare would not cut and would not release from the polyp. It was reported that they were unsure if the cautery was working or not. They managed to detach the loop from the polyp and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the handle cannula detached. A slight torque mark was found in the handle cannula. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the handle cannula is detached from the cautery connector which leads to inability to transmit electrical current. Review and analysis of all available information indicated the most probable root cause for this event was manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop became stuck to the polyp. The snare would not cut and would not release from the polyp. It was reported that they were unsure if the cautery was working or not. They managed to detach the loop from the polyp and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of current failure. (B)(4) the reported event of loop embedded in patient's tissue. (B)(4) for the reported event of failure to cut. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.